Manufacturer narrative:
Patient reported receiving excellent pain relief from the nalu system and had been participating in remodeling and heavy lifting shortly after the nalu implant. Suspect the activity within a short time of being implanted contributed to movement of the ipg and subsequent erosion through the skin surface.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator sytem on (B)(6) 2024 to treat shoulder pain. On (B)(6) 2024 the patient notified a nalu representative that the implantable pulse generator (ipg) was protruding through the skin where it had been implanted on the posterior shoulder area. Patient was instructed to be seen by medical staff. On (B)(6) 2024 the patient presented to the local medical facility and was seen by a general surgeon on staff. Physician noted that the site did not appear to be infected. Physician disconnected the protruding ipg from the implanted leads and removed only the ipg from the patient. Patient was given oral antibiotics as a precaution.